Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the customer reported that the sealing was not optimal. There was no adverse outcome to the patient. There was no patient injury.